Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: not applicable as the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor ordered a symfony intraocular lens, (iol), model zxt150, 15.5 diopter for his patient. The lens was ordered; however, a model zct150, 15.5 diopter was sent in error. The surgery site received the zct150, 15.5 diopter and the lens was implanted. Following the implant, the doctor realized the error. The doctor stated he may need to explant the lens. No patient symptoms were reported and no additional information provided. The directions for use (dfu) clearly state to examine the product prior to use including checking the iol type, power, proper configuration and expiration date.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received and it was learnt that the doctor is planning to implant a competitor lens in the patient''s second eye hoping that this will help solve the issue. Then, the surgeon will reassess whether an explant of the lens zct150 (implanted in the first eye) is warranted based on patient's visual acuity. The following section has been updated accordingly: correction: patient code 3191 -planned explant is no longer applicable based on new information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.